Event description:
It was reported that during lip repair operation, the rf melted off the debris, fell into the body, found two pieces, and one piece was not found. A backup device was available to complete the procedure with no significant delay and no patient injuries was reported.

Manufacturer narrative:
Foreign zip code: (B)(6). The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and cap. The screen is fully detached and was not returned with the device. The device was returned with a cut junction cable. There are no manufacturing abnormalities visually observed with the returned wand. Wand. During functional evaluation the wand could not be connected to a compatible quantum 2 controller due to a cut cable on the returned device. Plasma can not be created; the suction line could be tested and performed as intended. The complaint was verified but the root cause could not be determined with certainty. The device was returned damaged with a cut cable. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into. There were no indications that would suggest that the device did not meet product specification upon release into distribution. No further clinical assessment can be performed. If additional information becomes available, this can be re-evaluated.

Event description:
It was reported that during lip repair operation, the rf melted off the debris, fell into the body, found two pieces, and one piece was not found. A backup device was available to complete the procedure and no patient injuries was reported.